Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that his one touch verio pro meter had a power issue - does not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred on (B)(6) 2016 in the evening. The patient manages his diabetes with insulin (self-adjuster) and reported that on the morning of (B)(6) 2016 he took the minimum amount of insulin; 10 units of novorapid, followed by a further 12 units at midday as a result of the product issue. The patient indicated that he then developed symptoms of "veins swollen and pain in his muscles" which he associated with hyperglycemia. No medical intervention was reported and no other medical device was used to obtain a blood glucose result. At the time of troubleshooting, the cca noted that the meter was not being used for the first time, based on the information provided there had been no misuse of the product; the batteries did not require to be replaced. The patient was unable /unwilling to confirm what type of battery was in the meter. When the patient pressed down on the power button or inserted a correct new test strip the meter did not power on. The issue remained unresolved after training. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.